Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes of balloon-expandable bare stent as chimney stent in thoracic endovascular aortic repair for supra-aortic branches reconstruction. Fei liu, wei zhang, guili wang, tong yuan, xiaolong shu, daqiao guo and lixin wang. Journal of thoracic disease 2019 (11) https:// 10.21037/jtd.2019.04.15. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for endovascular thoracic aortic repair using a chimney technique. The following events were reported: serious injury- rupture occlusion.